Event description:
Per oos, "this device showed a shock lead impedance greater than 150 ohms. The leads were reseated in the header two times and still showed the impedance greater than 150 ohms. A new lumax 540 hf-t, (B) (4), was implanted and the impedance was fine."